Manufacturer narrative:
It was reported that "gravity bag tubing was leaking at connection to ng tube. Tried tightening tube connection but continued leaking & switched feed to new bag". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Gravity bag tubing was leaking at connection to ng tube.